Event description:
On (B)(6) 2022, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The initial event description provided states that the lens got jammed in the injector. Follow-up information received from the healthcare faciltiy on (B)(6) 2022 identified that the lens had to be removed from the eye through an enlarged incision as the haptic had come off. Note: the event was intiially assessed by rayner as non-reportable. The event was re-assessed folloiwing receipt of the additional information on (B)(6) 2022 as reportable.

Manufacturer narrative:
(B)(4). The verbatim report received states that the lens got stuck in the injector. The additional information received states that the incision was enlarged to remove the lens from the eye as the haptic came off of the lens. There was an extension to surgery as a result of this and the patient required a corneal suture. The healthcare facility has reported no injury to the patient as a result of the event. Product return is anticipated but not yet received. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone aspheric rao600c batch 052190641 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 052190641.